Event description:
The manufacturer received information alleging a ventilator's fio2 error occurred. There was no harm or injury reported. The device's 3-way solenoid valve needs to be replaced to address the issue.